Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Microscopic examination revealed no damage or irregularities were identified with the tip and shaft. The device was pressurized with an inflation device filled with water and a pinhole was identified in the balloon wall over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, markerbands and proximal bond that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.   The 99% stenosed target lesion was located in the moderately calcified and severely tortuous unspecified vessel. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation, however, the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.